Event description:
A nurse reported a system message appeared during a case. The system was rebooted and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A company service representative examined the system. An aqualase circuit verification was performed. The system was then tested and met all product specifications. (B)(4).